Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first capsule failed to attach. Used a second capsule but the handle broke prior to trying to put the capsule on the patient's esophagus. A third capsule was used and it was successful. There was no harm to the patient and the user. No intervention was required. An endoscopy had been performed prior to the procedure that showed the esophagus to be normal. The delivery system and capsule will be returned for investigation.